Event description:
It was reported that on (B)(6) 2012, during an interventional staged stenting procedure in a heavily calcified, proximal right coronary artery, the lesion was pre-dilated. The 2.25 x 23 xience nano rx was advanced to the lesion, but was unable to cross due to the patient anatomy. The device was retracted slightly and advanced again however, the stent dislodged. The physician deployed the dislodged stent in the proximal one half of the intended lesion. Another same size xience nano was used to cover the remaining lesion. There was no significant clinically significant delay in the procedure or adverse patient effect. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.